Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated there was difficulty retracting the helix of the right atrial (ra) lead noted during the revision procedure.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2938836-2020-08266, 2938836-2020-08267. During an in clinic follow-up, a loss of capture and a loss of sensing were observed on the right ventricular (rv) lead, and a loss of capture was observed on the right atrial (ra) lead. X-ray imaging revealed the suture point of the device had broken causing the device to migrate in the pocket and dislodge the ra and rv leads. A revision procedure was performed and the ra and rv leads were explanted and replaced, and the device was repositioned and sutured in the pocket to resolve the event. During the revision procedure, difficulty retracting the helix of the rv lead was noted. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, no capture, and helix would not retract. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find discontinuities but found internal shorts between conductors due to the over-torqued inner coil consistent with procedural damage. The reported of no capture was not confirmed. Visual inspection found the helix to be fully extended and clogged with blood/tissue. X-ray inspection found the inner coil over-torque at the connector region, consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The reported event of helix would not retract was confirmed. The cause of the reported event helix would not retract was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.